Event description:
The MFR was informed in 9/2004 of a pt infection. The clinic reported a msra infection treated with antibiotic therapy. The clinic described the pt as experiencing chills and fever during dialysis. The treatment was discontinued and the pt sent to the emergency room for further eval. Physician eval determined that explanting the device was in the best interest of the pt.